Manufacturer narrative:
Patient information is currently unavailable. The customer biomed replaced the power controller board to resolve the issue. Patient information is currently unavailable. The customer biomed replaced the power controller board to resolve the issue.

Event description:
The hospital reported the unit intermittently shuts down during the case. The clinician reportedly rebooted the unit and completed the case. There was no reported patient injury.